Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial in liquid. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+1.0/072 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise and was dissatisfied with postoperative visual acuity. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. Visual acuity is stable.